Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low bg level of 50 mg/dl; cause was not known, however, customer is new to control iq software. Multiple attempts were made to follow up regarding the reported issue; however, no response was received. No additional patient or event information was available.